Manufacturer narrative:
Concomitant medical products: 4965-50 lead; 5866-38m adaptor; implanted: (B)(6) 1997. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was concerned that their implantable pulse generator (ipg) was not working correctly due to issues in the past. The patient also experienced fatigue. The ipg remains in use. No further patient complications have been reported as a result of this event.